Event description:
Customer describes receiving incorrect product. The device's outer box indicated a different product than what was indicated and contained in the inner tray.

Manufacturer narrative:
The investigation of the received complaint and inspection of existing in-house inventory finds that a small number of the inner trays of dental implants bops6510 lot 2012111613 and bnss513 lot 2012101530 were inadvertantly mixed with the outer boxes of the opposing (above) dental implants. Both lots were packaged within a relatively short time of each other, by the same operator and have the same color coding. Preliminary root cause: inadequate line clearance between lots. The results of the investigation suggests that other mislabeled implants from these lots may be in distribution. Both lots will be recalled.